Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient had a newly left ventricular lead implanted. The lead had pulled back and was repositioned successfully, the patient was in good condition following the procedure and would continue to be followed normally.